Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a normal generator change out for eri. Out of range high, gradually increasing, capture threshold was noted. No other anomalies were revealed. The lead was capped and replaced. The patient was stable before, during and after the procedure.